Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1561431, #1564931 and #1565300). Through previous complaints (B)(4) received in the past for the same issue, a representative sample of unused files vdw batch #287013 had been received and tested, found in compliance with specifications. The production batch #287013 is conforming. No fault was found. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a reciproc blue broke during use. The separated piece could not be retrieved and was incorporated into the filling.